Manufacturer narrative:
H6: evaluation codes updated. Device evaluation. No device was returned for evaluation. No photographic evidence was provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation could not be performed.

Manufacturer narrative:
D4: catalog number, lot number, expiration date and UDI number are unknown, no product information has been provided to date. H4: device manufacture date is unknown; h3: device not received by manufacturer. G4: 510k is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the patient did a normal cassette change at 1 am and at 8pm patient got a "cassette depleted" alarm. Patient reported they changed. Per reporter the cassettes and the infusion had resumed before calling the customer. Patient did not report any adverse effects. Lot number an item number unknown. This incident happened while in use with patient no harm on patient. No other information given. Reported by patient/caregiver.